Event description:
A report was received that the patient experienced undesired stimulation and overstimulation. It was also noted that the patients ipg was getting warm whether if it was on or off. The patient underwent an explant procedure. No further information could be obtained.

Event description:
A report was received that the patient experienced undesired stimulation and overstimulation. It was also noted that the patients ipg was getting warm whether if it was on or off. The patient underwent an explant procedure. No further information could be obtained.